Event description:
The customer reported that the ventilator alarmed vent inop due to a data acquisition pcba adc reference failure. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The facility biomedical engineer declined manufacturers field service and reported the data acquisition pcb board was replaced to address the reported problem.

Manufacturer narrative:
Customer declined manufacturer's service.